Event description:
Reference number:(B)(4). Event occurred in the united states it was reported that the patient faced an event of infusion set tubing detached from quick release/site connector on (B)(6) 2024. The insertion site was at the legs and arm. The infusion set had been used for 1 to 2 days. The event occurred during sleep. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.